Event description:
Laparoscopic snake retractor broke while inside patient. Retrieved pieces from floor and field. X-ray taken prior to closure without pieces seen on x-ray, but some pieces may be missing. Additional x-ray requested.